Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test, and the sensor passed with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father called to report that the sensor was reading 2.2 mmol/l and alarming all night. The customer's blood glucose level was 8.2 mmol/l. The caller stated the customer already removed the sensor. The sensor had a bent cannula. The caller declined to troubleshoot. The customer's sensor was replaced, and will be returned for analysis.